Manufacturer narrative:
The reported medfusion¿ medfusion® syringe pump was returned for investigation. Visual inspection revealed that the device was in poor condition; the left and right plunger cases were damaged and the bottom case was cracked. A review of the device event history log found that a check clutch error had occurred. During multiple occlusion tests, the reported check clutch error could not be duplicated. Investigation was unable to determine the root cause of the check clutch alarm as the reported issue was not able to be duplicated during functional testing. As a preventative measure, the clutch right and left halves were replaced with leadscrew and spring. After device repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.

Manufacturer narrative:
The device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed. (B)(4).

Event description:
It was reported that medfusion pump encountered a check clutch error. The customer was attempting an occlusion test when the error occurred. At the time of the error, the customer could hear the plunger slip. No adverse health outcomes occurred.